Event description:
Customer reported high blood glucose of 407 mg/dl which he treated with the insulin pump. Customer stated he does not feel the high blood glucose is due to a product malfunction. Customer stated he used to experience low blood glucose in the morning so his doctor made some setting adjustments and is still working to on further adjustments. Customer also stated that his transmitter was lost and found and now it is not charging; the led light is red. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.